Manufacturer narrative:
Due to character limitation, initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had display had locked up twice and unit had to be rebooted to unlock display. Screen froze while on patient.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to duplicate the reported issue. The fse replaced touchscreen as a precautionary measure. Ran and passed all performance and function tests.

Event description:
Na.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (health effect ¿ impact codes).